Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating that since 2023, they have had the 'same issue' where their implantable neurostimulator (ins) would take forever to charge using the antenna. Patient stated they spoke with someone a year ago to discuss updating the charger but then they never heard back. Patient services (pss) asked, patient confirmed, they were working with medtronic rep but never heard any further contact from the medtronic rep or their physician as to next steps. Upon further clarification, patient stated the recharger was working and that it did turn on, but when they went to charge the implanted device, it took a very long time due to poor coupling. Patient confirmed no physical damage to recharging antenna. When asked for event date, patient stated over a year ago, as it was the same issue documented initially. Patient services (pss) asked and patient clarified the recharger had always worked and turned on, the implantable neurostimulator (ins) just took a long time to charge. An email was sent to repair to replace the antenna.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6) recharger product ID 37751, serial# unknown. Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient reported their recharger was not coming on even though the desktop charger was plugged into the recharger for hours and the issue began today. During the call patient noted the metal connector pin was a little bent but still plugged into the recharger. Pt called back and stated they received the replacement desktop charger (dtc), and their recharger (insr) still wouldn't come on.